Event description:
It was reported that during da vinci-assisted surgical procedure, force bipolar forceps instrument was found to have broken conductor wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a frayed grip cable at the distal end. The complaint regarding a broken conductor wire was not confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: customer stated that the instrument was inspected prior to use and there was no damage out of the ordinary. It is unknown what surgical task was being performed when the issue occurred. There was no loss of cautery associate with the broken/loose cable and no signs of thermal damage at the site of the breakage. It is unknown if there was any instrument collision. Nothing fell into the patient. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.